Event description:
It was reported that the device was used during a laparoscopic colon resection. It was reported by the rep that ten minutes into the procedure, two separate trocars began to leak badly after only relatively blunt instruments had been inserted through the trocars. New trocars were inserted and no leakage problems occurred for the rest of the procedure. Trocar obturators were not available. There was no consequence to the pt.